Manufacturer narrative:
The concomitant product: carto(serial # unknown), cool flow pump(serial # unknown), and stockert (serial # unknown), ez steer thermocool sf nav(lot# unknown), deca non nav(lot# unknown), cs catheter (lot# unknown)and a st. Jude catheter (lot# unknown). (B)(4).

Event description:
It was reported that a patient, female, underwent an ischemic ventricular tachycardia (isvt) procedure, suffered a pericardial effusion after the case, which required a pericardiocentesis. The patient previously ablated for a same problem. The patient did not require extended hospitalization because of the adverse event. The physician is uncertain regarding the cause of the patient injury. There was one error message ¿generator cut off: high impedance¿ and error # 9 and impedance change rapidly during ablation. However the system stopped ablation when the impedance cutoff value was exceeded. No product malfunctions have been confirmed related to this patient injury.